Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer initially reported complaint for e-3 error. The e-3 error occurred when the test strip was inserted. During the call, a back to back blood test was performed by the customer fasting and produced test results of 329 mg/dl and 353 mg/dl using meter. Customer stated that the results were too high. The customer¿s expected fasting blood glucose test result range is 161 - 226 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/31/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number:(B)(4). Sections with additional information as of 11-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 11-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".